Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Trial patient stated she was experiencing back pain and was experiencing same symptoms, no symptom relief and it was a rough night. Patient stated symptoms have been mild, but last night was bad and patient believes the wires have come loose, "it doesn't feel right." Patient stated she has always had back problems/back pain and patient thinks the wires are aggravating the back. Patient stated she turned off trial device because it was causing patient to feel "like chronic pain. Patient was encouraged to speak to the health care provider and stated that it was what she was trying to do and has not been successful and was frustrated.